Event description:
It was reported that the patient has been in constant pain since the surgery. The patient is unable to bend his knee and has difficulty standing as he feels that his knee "wobbles". The patient wants to know if the shapematch cutting guide was used during his surgery as he has heard about the recall and has been experiencing problems.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right stryker knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding pain and instability involving a triathlon insert was reported. The event was not confirmed. Device evaluation not performed as no items were returned as the device remains implanted. A review of the provided medical records and x-rays by a clinical consultant indicated: no documented follow-up after discharge are available for review and there is no description of the pain alluded to in the event description. The shape match instruments were not utilized in this case according to the operative report. There is no evidence that factors of faulty prosthetic design, manufacturing, or material are responsible for the complaints noted in the event description. There have been no reported discrepancies for the referenced lot. There have been no reported events for the lot referenced. The investigation concluded that with the information provided, no determination can be made regarding the reported pain and instability. No shapematch instruments were used for this patient¿s primary surgery. A review by a consulting clinician concluded that there is no evidence to suggest this clinical situation is device-related. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient has been in constant pain since the surgery. The patient is unable to bend his knee and has difficulty standing as he feels that his knee "wobbles." The patient wants to know if the shapematch cutting guide was used during his surgery as he has heard about the recall and has been experiencing problems.